Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed which showed evidence of a leak at the dialer of the multirate control module. The reported condition was verified. The cause of the condition could not be determined; however; the probable cause of the leak was noted to be due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv (large volume) leaked through the flow regulator. The event was further described as ¿when the solution reservoir is filled with medication, leakage is evidenced through the flow regulator¿. This issue was identified during set-up for patient attending cycle 4, day 15, with 5- fluorouracil, 3900 mg in infusion for 46 hours; however, prior to patient use. There was no patient involvement. No additional information is available.